Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was intermittently powering off. The voltage from the wall outlet was checked using a multimeter. A field service engineer added electrical tape to cover sharp edges within the e-drawer and at the rear chassis of the half-height cubie drawer panels to prevent potential damage. A visual inspection of the pyxibus cable was also performed. As part of the corrective action, the power supply was replaced. The customer successfully performed a medication refill, confirming that the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station keeps shutting down. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station keeps shutting down. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.